Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine generator change. Pre-operative interrogation showed the patient's lead had high capture thresholds and high pacing impedance. During the procedure, the physician noted the lead was fractured. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences throughout.